Manufacturer narrative:
The device was received with the exposed portion of the soft cannula torn off. Due to the damage, a leak test was unable to be performed on the exposed portion of the soft cannula. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 448 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The pod was leaking insulin.